Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver called technical support and reported the patient was unable to finish his treatment last night due to not draining. The patient performed a manual drain of 4600ml after disconnecting. A follow-up call was made to the patient's peritoneal dialysis nurse who reported the patient's fill volume was 2500ml. The drain volume of 4600 was 184% over the expected drain volume resulting in a reportable device malfunction. The nurse reported the patient remained asymptomatic.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 0. The cycler weighed fill volume values were within tolerance. The cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test passed. The system air leak test passed. The load cell value and verification were within tolerance. The patient sensor calibration check passed. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.